Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing which resulted in mode switching. The undersensing prevented detection of atrial tachycardia and atrial fibrillation episodes and the patient experienced syncope. The ra lead remains in use. No further patient complications have been reported as a result of this event.